Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor and no issues were observed. Severed sensor tail was not observed. Applicator (B)(6) was returned and investigated. Visual inspection was performed on the returned applicator and no issues were observed. The applicator had been fired correctly. Sensor cap is retained in applicator cap and puck carrier is locked in place. Removed the puck carrier to inspect the sharp and no issues were observed. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A filament issue was reported with use of the abbott diabetes care (adc) device as the "sensor's needle got stuck in the customer's arm". The customer had bruises and pain on the insertion site, requiring them to go to an emergency room. At the hospital, they performed ultrasounds and x-rays. The customer received unspecified third-party treatment and will have a follow-up appointment with their healthcare provider. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as the customer indicated product could not be returned due to they were unwilling. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. No further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A filament issue was reported with use of the abbott diabetes care (adc) device as the "sensor's needle got stuck in the customer's arm". The customer had bruises and pain on the insertion site, requiring them to go to an emergency room. At the hospital, they performed ultrasounds and x-rays. The customer received unspecified third-party treatment and will have a follow-up appointment with their healthcare provider. There was no report of death or permanent injury associated with this event.